Manufacturer narrative:
On (B)(4) 2008, a field service engineer was dispatched to the customer's site. The fse replaced the bun module assembly and verified the repair per established procedures. This MDR represents event 10 to 13 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 2050012-2011-07248, -07249, -07250, -07251, -07252, -07253, -07254, -07255, -07256, -07258, -07259, -07260. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bec) to report an erroneous blood urea nitrogen (bun) result for one (1) pt sample on their synchron lx20 pro chemistry analyzer. The erroneous pt sample result was reported outside of the laboratory. It is unk if there was impact to pt treatment associated with this event. The pt sample was reassayed and an amended bun result was obtained and reported outside of the laboratory. Quality control (qc) results were recovering within the laboratory's established ranges at the time of the event.